Event description:
On (B)(6) 2012, the reporter contacted the animas corporation to declare an alleged keypad malfunction. The reporter claimed that the buttons were intermittently responsive on the evening of (B)(6) 2012 and unresponsive on the morning of (B)(6) 2012. The reporter denies any tears or damage to the keypad. The reporter stated that the pump was worn in a pocket and the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): confirmed the down and up keys require excessive force to activate and are intermittently responsive. The pump was returned with the keypad torn near the ok key. The keypad was removed; contamination was present beneath all of the key contacts. Unrelated to this complaint, a battery compartment crack was observed near the case seal. Pump was programmed for 24 hours on a 1 unit per hour basal rate, after 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump date and time reset to the default setting. The pump cover was removed and the internal battery (bt1) was found to be leaking.